Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that she was sick and felt hypoglycemic and went to the hospital. At the hospital the customer's blood sugar was checked, and she was given an "insulin pill" (tradjenta). There was no report of death or permanent injury associated with this event.